Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. There was also high impedance and fracture. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, 8002 ventricular sensing integrity counts (sic); vt-ns, high rate-ns, and vf detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns and sensing integrity counter (sic) greater or equal to 30 in 3 days.